Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) received antibiotics for suspected peritonitis prior to having a pd culture obtained. There were no reported allegations of any issues with fresenius products in relation to this event. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain. As a result, the patient¿s daughter initiated antibiotic therapy with the patient¿s home kit (exact date not provided) without calling the pd nurse. Subsequently, on (B)(6) 2023, the patient went to the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture had no organism growth and an elevated white blood cell (wbc); result unknown. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin and ceftazidime (per clinic protocol) on an outpatient basis for peritonitis. The nurse stated the patient recovering from the peritonitis event and continues manual pd treatments at the time follow-up was performed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was associated with a breach in aseptic technique during the pd exchange.